Manufacturer narrative:
Evaluated two opened/used partial reservoirs (both reservoirs contain clear liquid inside reservoirs barrels 1st reservoir 1.1 and 2nd 1 mil) and performed a visual inspection to both reservoirs and checked reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test per dop114-811 appendix c as follows: using lab transfer guard and plunger; reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Found both reservoirs not occluded. Also checked reservoirs snap-cap width dimension d6014595. Both reservoirs passed per specifications. Reservoirs snap cap values 1.- 0.446; 2.- 0.445. In summary, the customer complaint of occluded reservoir could not be confirmed. Both reservoir passed functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycimia and the customer received insulin flow blocked alert. The customer reported blood gluose value of 436 mg/dl. The customer treated the hyperglyciomia with manual injection/insulin pen. Troubleshooting was performed. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-398a . It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event and also unknown whether the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Product return was not required for mmt-332a, product return was not required for mmt-7040a ,product return was not required for mmt-398a. The product mmt-1884 was returned for anolysis.